Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, a sureform 60 stapler instrument, with a green sureform 60 reload, stopped firing and the staples were dumped: resulting in an incomplete staple line. On 17-mar-2021, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the surgeon had used the sureform 60 stapler instrument with a green sureform 60 reload installed on it for gastric stapling on sleeve gastrectomy. The csr stated that the issue occurred during the second to last staple fire. During this fire, the sureform 60 stapler instrument paused for compression. When it fired the ¿first 3rd of staples seemed formed. Then there was a system generated error to remove the stapler manually. The sf60 stapler instrument was removed using the release knob with no issues; however, there were well formed staples dumped as a clump, and there was no staple line. The blade had not advanced past that point. As a result, a backup sf60 stapler instrument was used with a black sf60 reload. There was enough space on the stomach to fire inside the staple line of the green reload. Surgeon took slightly more stomach than planned. The black sf60 reload performed as normal, staple line looked normal. It was speculated that the sf60 stapler instrument ¿caught on something and could not continue.¿ the procedure was completed with a backup sureform 60 stapler instrument with no further issues. The following were confirmed: there were no clamping issues, no tissue bunching while clamping, the surgeon did not encounter any obstructions such as clips, staples, bone or other hard objects between the instrument jaws and no buttress material was used. The surgeon had used a 34mm bougie, and they were not too close to it. The patient was reported to be recovering well with no post-operative complications.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the instrument involved with this event for failure analysis evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. An isi failure analysis engineer (fae) reviewed the logs for this event. Per the fae, the logs show that (part #480460-09, lot #k90201118-0169) fired qty: seven (7) reloads (six (6) black followed by one (1) green). The first six (6) black firings were completed, but the one (1) green firing resulted in a firing failure at 99% completion. There were two (2) pauses for compression during the firing. This firing failure resulted in a 22030 error in the logs. A few seconds after the error 22030, the logs show that the manual release knob (mrk) was used, which then caused the system software to force expire the instrument. The logs confirmed the user never attempted to unclamp via the foot pedal following the firing failure, which is what the user facing message would instruct them to do. It is not clear why the user used the mrk. The logs correlate with the follow-up information of the system generating an error to remove the stapler manually; however, the logs confirmed that the surgeon did not attempt to unclamp via the foot pedal following the firing failure. A review of the submitted image was performed by an isi clinical development engineer (cde). The following additional information was provided: the image showed a staple line with some staples properly deployed into tissue, and some malformed staples bunched together. This is typical of fires in which the tissue slides during firing, rather than staying in place. This complaint is considered reportable due to the following conclusion: during a da vinci-assisted sleeve gastrectomy surgical procedure, a sureform 60 stapler instrument, with a green sureform 60 reload, stopped firing and the staples were dumped: resulting in an incomplete staple line. The surgeon completed the procedure with a backup sureform 60 stapler instrument, with a black sf60 reload. The cause of the operative complication is unknown.